Event description:
It was reported that the customer's bg value displayed as 'high' on the continuous glucose monitor (cgm). Suspected cause was due to the customer¿s settings requiring adjustments. A correction bolus, correction injection via mdi and changed infusion sets were delivered to address bg. Recommendation was made to consult with a healthcare provider to discuss diabetes management.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.